Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is a leak between the lg plug and the rotatable plug. This caused a massive fluid damage. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: in this case, according to the photo provided, there was no damage to the sealing material (o-ring) where the leak occurred. And since, it has been in operation for more than a year, it was determined, that a gap was created, due to wear or twisting of the seal material at the rotation mechanism. And moisture entered through the gap, causing the equipment to malfunction. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 03-dec-2021 under normal conditions. Passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 03-dec-2021. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.